Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information and unknown patient information, the causes for the patient effects of thrombosis, stroke, and recurrent mitral regurgitation (mr) could not be determined. It is likely the patient effect dyspnea was an outcome of the recurrent mr. Thrombosis, stroke, recurrent mitral regurgitation (mr), and dyspnea, as listed in the mitraclip ntr/xtr/ system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The average age of the patients enrolled was 74 years. The average gender was male. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title : comparison of outcome after percutaneous mitral valve repair with the mitraclip in patients with versus without atrial fibrillation. Death referenced is filed under a separate medwatch report number.

Event description:
This is filed to report thrombosis, stroke, recurrent mitral regurgitation, dyspnea, and prolonged hospitalization it was reported through a research article identifying mitraclip devices that were related to the following outcomes: death, thrombosis, stroke, recurrent mitral regurgitation, dyspnea, prolonged hospitalization . Specific patient information is documented as unknown. Details are listed in the article, titled "comparison of outcome after percutaneous mitral valve repair with the mitraclip in patients with versus without atrial fibrillation." No additional information was provided.